Manufacturer narrative:
Follow-up #2: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 14 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 4 instances of dim and discolored display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 589 allegations of a malfunction, 315 pumps were returned to animas and investigated. Of the investigated pumps, 292 were found to be malfunctioning due to display failures. During investigation for unrelated complaints, there were 354 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 589 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-91 years of age and between 19 and 346 pounds. Of the reported patients, 258 were male, 329 were female, and 2 were unknown.

Manufacturer narrative:
Follow-up #1: date of submission 26-apr-2018 device evaluation:in q1 2018, there were 133 instances of dim/fading/color spectrum failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #7 date of submission: 10-jul-2019. Device analysis: in quarter 2 of 2019, there were 3 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Device evaluation: in quarter 4 of 2018, there was 1 instance of dim/fading/color spectrum failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.